Event description:
The pt was implanted with a left ventricular assist device (lvad). During a routine transplant procedure, the surgeon noted that the outflow graft bend relief was disengaged. The pt was successfully transplanted without issue.

Manufacturer narrative:
This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice ((B)(4)) was sent to customers. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.